Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 21-mar-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen dose and concentration not reported, via an implantable pump. The indications for use were intractable spasticity and spinal cord injury/spinal cord disease. On (B)(6) 2018 , it was reported that the patient has had no consistency with therapy since implant on (B)(6) 2018. The patient stated that he had spinal fluid in his stomach, has had withdrawals on (B)(6) 2018 and on (B)(6) 2018. The patient was diagnosed as ¿overdosing¿ and was given oral baclofen and sent home. Per the patient he had been told several scenarios from the physician, but basically it was not distributing medication like it should. The patient stated that the physician thinks maybe a catheter issue, questioning leaking, but then stated that they do not know what specifically what was wrong. The patient wanted to consult with a physician for a second opinion. The patient was sent a physician listings. No further complications were reported.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 12-sep-2018 from the patient and a healthcare professional (hcp) via a company representative who reported that shortly after implant in (B)(6) 2018 the patient began having problems with over and under dosing. Sometimes he felt that the pump wasn't working at all and then at other times he felt he was overdosed. He could not get good control of his spasticity due to the over and under dosing. He had gone back to the university several times and the managing nurse practitioner had done catheter access port aspirations and other troubleshooting endeavors (dates/times were unknown). Per the patient, she withdrew fluid from the pump pocket and one time it was positive for csf (cerebrospinal fluid) and then another time it was not. With regards to any environmental, external, or patient factors that may have led or contributed to the issue it was noted that the patient stated that ¿he is very rough on equipment and falls a lot, but this is no different than normal¿. On (B)(6) 2018 the patient was taken to surgery. In surgery the physician assessed the catheter. He could not see any obvious damage and the catheter was securely connected to the pump. He disconnected the old catheter and pulled it out. He then replaced it with a new catheter at a lower level. He decreased the dose of the lioresal (2000 mcg/ml) from 430 mcg/day to 200 mcg/day. As of (B)(6) 2018 the patient was doing great. The patient status was reported as ¿alive ¿ no injury¿. The issue was resolved, and it was indicated that the hcp had no further information regarding the event. No further complications were reported/anticipated.